Event description:
An ophthalmic surgeon reported that during cataract surgery, the drainage pouch was leaking at the seam. Liquid came out of the aspiration tube and drained into the system and onto the floor. The procedure was completed with the same equipment and product and there was no harm to the pt.

Manufacturer narrative:
A sample has been rec'd, but the eval is not complete. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).